Event description:
Ep lab staff responded to a person from ICU, condition not reported. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device would not charge when the charge button was pressed. A nearby device was used as a backup but the pt was not resuscitated. The reporter stated the alleged device malfunction did not cause or contribute to the pt's death because the pt was not viable and a nearby device was almost immediately used as a backup.